Manufacturer narrative:
The investigation for purge leak- pump has been completed. The product was returned and a filter leak was confirmed at one of the venting holes. The root cause of the purge leak was determined to be a broken purge filter most likely due to ipa interaction.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The physician confirmed the patient had heparin-induced thrombocytopenia (hit) and was placed on argatroban in the purge. Later, during ongoing 5.0 support, there was a purge-sidearm that needed a bypass done due to leaking. Afterwards the pump remained on for support. The team was getting additional information from med affairs for sodium bicarb in the purge. The patient survived and was successfully weaned.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.